Event description:
It was reported that the customer found the 2600 system input dose/kv tracking out of tolerance on a prevent maintenance and found saturation faults during high end large filament shots. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep verified bad batteries as the problem. The system operates as intended.